Event description:
The customer reported obtaining erroneously high sodium (na) and potassium (k) results for five (5) patients from the beckman coulter au680 clinical chemistry analyzer. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer repeated the samples and obtained lower na and k results. The customer stated that the initial results were two (2) to three (3) times higher than the normal range. The customer requested for service to evaluate the instrument.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and identified faulty ion selective electrode (ise) buffer dilution valves which were causing insufficient buffer to be dispensed into the dilution pot. The fse proceeded to replace both valves to resolve the sodium (na) and potassium (k) recovery issue.